Manufacturer narrative:
There are no records of any communication in the nalu patient records regarding any complaints or issues with the nalu system after the time of implant. The nalu representative present at the implant is no longer with the firm and did not record any known issues with this patient or implant. The patient and medical clinic have not responded to requests for follow-up as of the time of this report, thus no conclusion is able to be drawn as to the reason for the explant.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat upper leg pain. On (04/09/2025, the firm was notified that the patient underwent a full system explant on (B)(6) 2024, less than 30 days after the implant. Notification came through a phone call from an endeavor health MRI technician to the nalu product support team. The MRI technician (name unknown) notified nalu product support that the system had been explanted by the same physician who did the implant. Product support reached out to the patient for follow up and no reply has been received. Nalu field support personnel have reached out to the physician's office for follow-up and have not received a response.